Event description:
The customer reported to olympus, the evis exera iii colonovideoscope displayed an e315 (scope error) code during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (scope error) code was confirmed. In addition, the ethylene oxide valve was leaking. There was a hole in the insertion tube causing a leak. The insulation resistance value between distal end and connector was out of specification. An electrical continuity error occurred due to water invasion in the scope connector, displaying an b30 (scope communication error) code. Switch button 1 was cut. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was not in specification due to the elongation of the angle wire. The up/down control knob was loose. The plastic distal end cover was dented and scratched. The objective lens cement was peeling. The light guide lens was cracked. Adhesive on bending section cover was cracked. Light guide tube had minor buckle and scratches. The scope connector was scratched. The plug unit gold pin was dented. Water invaded the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The intended procedure was a diagnostic colonoscopy. The procedure was completed using the subject device. There was no delay in procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress which led to water invasion of the device. As a result, abnormality of electrical parts occurred. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.